Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2024, during a pacemaker exchange, the ventricular lead connector could not be connected to the ventricular port of a new eno dr (B)(6) because it did not go in deep enough. The atrial lead, which had been connected without any problem, was disconnected from the atrial port and inserted into the ventricular port, but the result was the same: the lead could not be inserted in deep into the ventricular port. The same situation occurred when the physician used a torque wrench to loosen the screw to the limit, but the connector still did not go in deep. After that, another eno dr (B)(6) was used and the ventricular lead was connected without any problem, and pacing was started and completed. The feeling of installing to connector was clearly different between (B)(6) .

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the issue described in the complaint could not be reproduced. - the ventricular setscrew was found screwed in the cavity. Based on those observations and the event described in the complaint (not possible to fully insert the ventricular lead into the port), the most likely hypothesis would be that the setscrew was screwed, not completely but enough to block the lead insertion even if the physician tried to unscrew until the limit. - based on the available data, no issue is suspected on the subject pacemaker. - the complaint is recorded for trending purposes.

Event description:
On 13-jun-2024, during a pacemaker exchange, the ventricular lead connector could not be connected to the ventricular port of a new eno dr (B)(6) because it did not go in deep enough. The atrial lead, which had been connected without any problem, was disconnected from the atrial port and inserted into the ventricular port, but the result was the same: the lead could not be inserted in deep into the ventricular port. The same situation occurred when the physician used a torque wrench to loosen the screw to the limit, but the connector still did not go in deep. After that, another eno dr (B)(6) was used and the ventricular lead was connected without any problem, and pacing was started and completed. The feeling of installing to connector was clearly different between (B)(6).